Event description:
It was reported by service report that the foot end of the stretcher won't lower and the foot end cover is cracked presenting sharp edges. No pt involvement or adverse consequences are reported.